Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a continual increase in lead impedance due to either clavicle crush or a tight ligature.